Manufacturer narrative:
This report is submitted on october 03, 2022.

Event description:
Per the clinic, the patient experienced a wound dehiscence and was subsequently treated with intra muscular and oral antibiotics (specific date and duration not reported). The magnet was explanted on (B)(6) 2022. Reimplantation of the magnet is planned but has not taken place at the time of this report.